Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings.

Event description:
Data was provided for investigation. Patient data was present, however no calibrations to confirm the reported inaccuracy were present on the date of the event. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported via social media that on (B)(6) 2026, the patient¿s cgm was providing the patient with unspecified high values. In response to the high cgm values, the patient¿s omnipod insulin pump was continuously providing the patient with insulin (closed loop mode). It was reported the patient went into a ¿diabetic coma¿ and ultimately passed away on (B)(6) 2026. Attempts to reach the patient¿s family for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.